Event description:
It was reported that an "electrical leakage" happened at the handle of the scissors, with subsequent minor damage to the patient's colon. There was no additional treatment required or extended surgery time reported.